Event description:
Crack noted above the y-connector. The physician attempted to place a biodiv ysio 3.0 x 15mm stent in the mid portion of the left anterior descending artery which was reproted to be 3.0mm in size, 80% stenosed and moderately calcified. Predilatation was not performed. It was reported taht when the physicain attempted to deploy the stent, the balloon would not inflate. This was evident under fluoroscopy as the stent did not expand. It was then noted that the section where the y-connector meets the shaft was cracked and contrast was leaking out. The physician removed the stent delivery system by pulling it back through the guide catheter. Another biodiv ysio 3.0 x 15mm stent was successfully placed and deployed. It was reported that the pt was stable throughout the case. There was no report of an adverse pt event.